Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information regarding a camera that was not able to take images. Merge support determined the issue was related to a sync cable and replaced it for complete resolution. On (B)(6) 2016, follow-up was received from the customer indicating the system was down for forty-eight(48) hours and diagnostic testing was rescheduled during that time. With merge eye station not functioning as expected there is a potential for a delay in diagnosis or treatment that may lead to harm. There is no known direct impact that occurred as a result of the delay in diagnostic testing. (B)(4).